Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that during a cartridge change to resolve the cartridge alarm, resistance was experienced when attempting to fill the cartridge. A new cartridge was loaded resolving both issues. Blood glucose level was 180 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 1 was verified. No failure related to the reported septum resistance was identified.